Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that on (B)(6) 2012 a small battery drive was inconsistent or intermittent. The symptom was detected prior to surgery and then transferred to sterile processing. The product was not used in surgery. No injury or medical intervention was reported. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.